Event description:
Pt had a hot pack on neck. Pt was in bed sleeping and awoke to find inside of pack drained on his neck.we have had several occurrences of this problem at our facility, and as a result we have stopped using this product. We are looking for a replacement product.